Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v942569, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had pinching after magnetic resonance imaging (MRI). The patient was removed and felt fine. The patient responded no when asked if she had a medical device implant. The sculp MRI was started and the patient was in the scanner for 3 minutes but the radio frequency (rf) was not activated. When the rf was turned on for about 15 seconds, the patient complained of pinching. The patient was large and, therefore, her body was touching the MRI scanner. She was removed and felt fine. No accessory was placed on the patient. The patient had an MRI in (B)(6) 2014 and also answered no to all the MRI questions on the questionnaire. The patient did fine with the knee scan.